Event description:
It was reported that the asymptomatic patient presented in hospital for lead revision procedure due to the atrial lead exhibiting noise. It was noted that the lead also exhibited high impedance. On (B)(6) 2017 the lead was capped and replaced. Patient was stable.